Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative and a consumer regarding a (B)(6), male patient who was receiving baclofen ¿3000mcg¿ at ¿1600 mcg¿ via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient¿s medical history included spasticity related to an arteriovenous malformation (avm). The patient¿s concomitant medications included oral baclofen. On (B)(6) 2014, the patient noticed his legs felt different and a small bump appeared on his back. The patient had no relief of his muscle spasms. For the past several months, the patient had been having a return of symptoms. On unknown dates, two dye studies were attempted but were unsuccessful as the physician was unable to aspirate the catheter. There were no volume discrepancies at refill appointments, per the managing physician. After dose increases (to over 1700mcg) with no positive results/no relief of symptoms, they opted for a catheter revision/ replacement. On (B)(6) 2016, during the revision, it was noted the catheter was kinked (causing weakness in the catheter) and fractured at the anchor site. When they attempted to remove the anchor, the catheter tore apart/broke off above the anchor and was embedded in the fascia. A portion of the s pinal segment remained in patient, but not in use. The entire catheter was replaced as a precautionary. As of (B)(6) 2016, the event had resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ baclofen was resumed at 150 mcg/day. Additional information has been requested regarding the type of baclofen, other medications taken at the time of the event, and pertinent medical history. If additional information becomes available, a follow-up report will be submitted.